Event description:
It was reported that the patient was hospitalized on or around (B)(6) 2026, due to elevated blood glucose levels after approximately 4¿24 hours of pod wear on the abdomen and was diagnosed with diabetic ketoacidosis. No specific blood glucose values or associated symptoms were reported. It was noted that the patient received alerts indicating high glucose values on both the omnipod and dexcom systems during the event. Details regarding treatment received during hospitalization were not provided. The patient reported being discharged the same day, with a new pod applied prior to discharge. The pod involved is unavailable for investigation. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.